Manufacturer narrative:
The reported field event of no communication was confirmed. A high device input current was observed in the hybrid during initial bench testing. The high current, as well as the no communication, was lost during further analysis and could not be reproduced. The cause of the high current and loss of communication remains undetermined. The cause of the premature battery depletion was found to be due to a high device input current.

Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by abbott on (B)(6).

Event description:
During follow-up, the device as unable to be interrogated and premature battery depletion was suspected. The device was explanted and replaced and patient was in stable condition.